Event description:
It was reported an infection occurred. It was further reported there was sepsis and possible vegetation on the right ventricular lead. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted the proximal conductor was cut, all conductors stretched, there was blood/body fluid on all conductors (not obstructed), all insulation was torn, there was cosmetic depression of the outer insulation, the lead was stretched and there was apparent explant damage. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the inner and outer insulation were breached cut, the outer insulation had cosmetic depression, the lead was stretched and there was apparent explant damage.